Event description:
It was reported that the patient presented in clinic for follow up, the pulse generator exhibited backup vvi mode. The patient is not dependant, per family wishes no intervention would be done.

Manufacturer narrative:
(B)(4).